Manufacturer narrative:
The reported inability to fully insert the atrial lead into the header of the device was confirmed in the laboratory. Visual inspection identified epoxy in the atrial ring contact spring. It is believed that the epoxy prevented the lead from fully inserting into the header.

Event description:
It was reported that during an attempted implant procedure, the atrial lead would not fully insert into the atrial port of the device. Several attempts were made, but connection to the device was unsuccessful. The device was replaced and the ra lead was successfully connected.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.